Event description:
On (B)(6) 2014, upon the subject device interrogation, the following warning message was displayed ¿[a24] excessive charge time, 22/sep/2030.¿ a check of the device normal functioning was performed and the warning was not displayed anymore. A manual charge time test was successfully performed. It should be noted that the programmer¿s date/time values were confirmed to be correct. A preliminary analysis is required to explain the cause and the consequence of the warning message display.

Manufacturer narrative:
(B)(4).